Event description:
It was reported to boston scientific corporation that an anterior/cystocele pelvic floor repair procedure on (B) (6) 2009, using an uphold vaginal support system, went well without complications. It was noted that the dissection was thin, with a thin layer of mucosa covering the mesh. On (B) (6) 2010, the patient returned for a post-operative check-up. The patient did not report any pain or other issues related to the surgery, and it was noted that the mesh provided "excellent apical support." However, there was erosion of the mesh through the mucosa. The physician removed most of the mesh from the patient's interior vaginal compartment. The patient is reportedly"doing great" following this partial mesh removal.

Event description:
Balloon rupture, no patient injury

Manufacturer narrative:
The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is significant wall thinning in the area that burst. The entire device was visually inspected and there are two sharp kinks in the device shaft. These kinks do not affect the way the device functions. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.